Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. It was stated the patient had been doing "good off and on" but just had a lapse. The poor communication screen on the patient programmer (pp) and the reposition screen on the implantable neurostimulator recharger (insr) were seen. The last successful recharging session was a "couple years." The patient turned the ins off a couple years ago. Additional information received reported that an overdischarge was confirmed. It was unknown what number overdischarge this was. A physician mode recharge (pmr) was performed, but did not reset the device. An antenna locate (al) feature was also performed. The stimulation therapy had not been used in over 3 years and the patient had not charged the battery since then. The patient was having increased back issues and was off his previous medications so he wanted to know if he could use the stimulation again or continue with his current alternative therapy. Battery replacement was discussed and the patient did not want to go through surgery at this time. He wanted to keep the complete system implanted, out of service. Follow-up determined that the reason for the patient having chosen to discontinue stimulation therapy in the past was that he switched to an alternative ¿organic¿ therapy and didn¿t need the stimulation therapy after that. No other information was known. No further follow-up was required.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n177189 , implanted: (B)(6) 2009, product type accessory; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).